Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 14, 2026 sampling from: instrument channel cfu: 57 bacterial identification: peribacillus simplex sampling date: (B)(6) 2026 sampling from: suction channel cfu: 36 bacterial identification: peribacillus simplex sampling date: january 28, 2026 sampling from: instrument channel cfu: 23 bacterial identification: psychrobacillus sp sampling date: january 29, 2026 sampling from: suction channel cfu: 8 bacterial identification: peribacillus sp & psychrobacillus psychrodurans the device was evaluated where an additional potential adverse event was confirmed where foreign objects were found in air/water cylinder, air/water tube, instrument channel, suction cylinder and jet tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a routine culture, the colonovideoscope tested positive for 67 colony forming units (cfus) of aerobic microorganisms and mesophilic bacteria in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.